Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Part not returned

Event description:
Medtronic received information regarding an imaging device. It was reported that the system had a transfer issue. There was no patient impact reported.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: event date has been updated. Additional information: event description has been updated. Patient weight received.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that an exam experienced difficulties transferring between the imaging system and navigation system. The surgery was completed with a delay of 25 minutes. There was no known impact on patient outcome.